Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump case was damaged resulting in the customer experiencing difficulty loading cartridges onto the pump. The customer's blood glucose (bg) level was "high" and a correction bolus was delivered to address bg. The customer was advised against using the broken case with the pump to address the issue.